Event description:
Report 3 of 3 it was reported while using bd vacutainer® lh 68 i.u. Plus blood collection tubes, small fragments break off the cap of an unspecified number of tubes after they pass through the tempus analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. The evaluation of these photos showed no evidence of damaged caps. A total of 300 samples, 100 from each lot number, were visually inspected and no damaged caps were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4246052, 4274500 and 4304676, for the indicated failure mode: other damage to product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® lh 68 i.u. Plus blood collection tubes, small fragments break off the cap of an unspecified number of tubes after they pass through the tempus analyzer. No adverse impact was reported regarding the patient or user.